Event description:
It was reported, the patient has not used her scs system in eight years and she is requesting it be removed. The patient indicates one side is bothering her. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.